Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the system and confirmed the stated issue. The air filter was replaced to fix the reported failure. No report of patient involvement.

Event description:
The hospital reported that, the unit shut down automatically. There was no reported patient involvement.